Event description:
The customer reported, the sys lost power during a pt procedure. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the sys and could not reproduce the reported problem. The sys operates as intended.